Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump had minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was over 500 mg/dl. The customer was admitted to the hospital for unexplained high blood glucose readings. The customer was treated with insulin drip at the hospital. The customer was advised to call back to troubleshoot.